Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl and unknown drug for non-malignant pain. It was reported that the patient had been having problems with their pump since they had it replaced in december. The patient stated that the controller didn't want to read the pump and they could move the pump to try to get it to read, but it said not located. The patient also stated that when they moved it, it took them to a timeout screen that said exit because it had lost its connection. They got a red screen that came up and when they exited, the bolus was gone so they missed their bolus. The patient said they were in so much pain and the healthcare provider (hcp) was going to have to turn the pump up anyway, but they had been slowly doing that since december because they didn't want the patient to overdose. The patient added that they couldn't keep living in pain like that and missing boluses because their pump didn't read. An agent asked the patient if the issue was getting worse and patient said that they had it happen a couple times in december, january, and then it happened more and now it just kept getting worse. The patient noted that they only get so many boluses a day and they cannot go 8 hours without a shot. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue. The patient later called back to report that the device was not working and express frustration over lack of training with the device. The patient stated, "every day I miss a bolus or I miss 2 boluses", "I lay in bed because I'm in pain because I'm missing bolus," and "I'm bedridden again". Two days later, the patient reported that they just had their pump refilled today and when they got home they got code 156 for app restart. The patient stated, "it starts over and doesn't register that bolus and it restarts and it takes away that shot and then when I rerun it again it gets to 90 and it doesn't go any further, it's not even registering right now". An agent reviewed data and assisted the patient in deleting the data. The patient was able to connect to the pump with no lag, but stated "it just took another bolus away, now I have 1 left and I can't take another one until tomorrow". An agent tried to explained the handset connection lag issue but the patient was frustrated and stated that they never had this connection lag issue before. The patient was redirected to their managing hcp to confirm on bolus delivery.

Manufacturer narrative:
B3. Date is approximate. Month and year are confirmed valid. See b5 for additional information. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: 2.0.1700. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.